Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to the third-party service center for service. During the evaluation of the device at the third-party service center, foam particles were observed. The unit works in normal parameters; software was updated. In addition, dust/dirt contamination was present.